Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: poland. This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit was out of calibration at the 0 reading, a screw was missing, and the position of the control bar was not correct. The screw, shaft bearings and sleeve bearings were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for preventative maintenance and the following failure descriptions what were noted after diagnosis: control bar issue; calibration issue; missing screw. No adverse events were reported as a result of this malfunction. No further information is available at this time as diligence is complete.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.